Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of the lead was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.

Event description:
Ous MDR - this patient was hospitalized due to oversensing without inappropriate therapy. A defect in the rv lead was noted and a revision was planned. If additional information becomes available, this event will be updated. No deterioration of the patient's state of health was reported.